Event description:
Philips received a complaint by the customer on the v60 indicating that there was low air pressure with an air leak. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was low air pressure with an air leak. A philips authorized service provider (asp) went onsite and confirmed the reported issue via observational inspection. The philips asp confirmed that there was air leakage at the circuit tube. The philips asp ran a v60 test and confirmed the air leakage at the circuit tube. The philips asp replaced the circuit tube to resolve the reported issue. The philips asp replaced the circuit tube to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).